Manufacturer narrative:
(B)(4). The condition of the components is unknown. The device part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the devices and complaint history searches could not be reviewed for the devices are unknown. Therefore a definitive root cause for the complaint cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. A product history search identified no other complaints for the part and lot combination of the femoral, tibial, patellar, or articular surface component. The patient has a past medical history of hypertension, bleeding, osteoarthritis and back surgery (1995). The patient was discharged 3 days after surgery with an order for pain medication, and a pain rating of 4 on a 0-10 scale. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation and with the matching mating components as per the surgical technique. However, x-ray examination of the knees performed on (B)(6) 2015 reported that there was no radiographic evidence of hardware complications or periprosthetic fractures. Vascular calcifications were seen. Per the package inserts, pain is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.